Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was an 'ma on in error' message displayed. This error is likely to result in an immediate loss of system functionality and an uncommanded shut down. There is no report of a patient injury associated with this event.